Manufacturer narrative:
Philips service replaced the flexvision pc and flexvision-2 revised pc no hdd, reinstalling the os and restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision pc failure caused boot-up hang on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.